Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h3 in addition, the following reportable malfunctions were identified during the device evaluation: white residue at air/water and auxiliary channel based on the results of the investigation a definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had injection ink leaking out of the scope's distal end and even after reprocessing, all the ink could not be removed. The event occurred during reprocessing. There were no reports of patient involvement.